Event description:
(B)(4) received a call on 07/07/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 11:00am. Patient's(mm) caregiver(d) called in stating that the prodigy meter was producing inconsistency in readings which resulted in the inability to administer sliding scale insulin. The reading on the prodigy meter at the time of the event was 42mg/dl. A second test was administered with the prodigy meter with a result of 143mg/dl. Mm's normal blood glucose reading around the time of day of the event is 120-140mg/dl. (B)(6) stated that mm had taken a norco 325mg/dl tablet prior to seeking medical attention. Paramedics were called within 2 minutes after testing with the prodigy meter and arrived 5 minutes later. D stated that upon arrival the paramedics tested with their meter but he was not sure what the reading was. Approximately 15 minutes passed between testing with the prodigy meter and the paramedic's meter. Mm was transported to ER by paramedics and was given an IV fluids while enroute. (B)(6) was not sure what mm's glucose reading was upon arrival at ER or how mm was treated only that mm received a saline IV and was given antibiotics to treat infections. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.